Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 scs systems. It was reported the patient's scs ipg pocket site was relocated due to difficulty charging as per the patient the ipg was "moving deeper into the pocket" . The scs ipg was electively explanted and replaced to take advantage of new technology.